Manufacturer narrative:
Further investigation of the foresight elite monitor was performed by the edwards r&d engineers. The unit was powered on and left to run continuously for five days. There were various tests performed to try to replicate the reported issue. The issue could not be reproduced. The hard drive on the unit was inspected and there was no data available. The unit had been refurbished and cleaned inadvertently prior to this evaluation. There was no issue found. There is no further investigation to be done on this unit.

Manufacturer narrative:
One foresight elite tissue oximeter monitor was received for product evaluation. The unit powered up successfully and was attached to a known good working foresight elite preamp cable simulator for testing. The patient settings that were retained in the system were for a pediatric patient and they were tested first. Channel 1 was the right head channel and channel 2 was the right side of the body. Channel 1 read st02 as 59 and channel 2 read st02 as 60. The system was left to run for over an hour and there were no changes to the readings. The patient settings were changed to adult with an attached additional simulator. The channels 1 and 3 were for the right head and channels 2 and 4 were for the left head. Channels 1 and 2 read as 59 and channels 3 and 4 read as 60. The simulators were left to run for 5 hours of testing. The readings remained steady and in range throughout testing. There were no error messages displayed. The foresight elite tech support system test was performed and the unit passed the test. There was no defect found. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
The fse monitor is expected to be returned for evaluation. Once the evaluation has been completed the findings will be submitted in a supplemental report. The device history record review was completed and all manufacturing inspections passed with no non-conformances. There were two other occurrences with this same fse monitor. The submission numbers will be provided when available.

Event description:
It was reported that there were inaccurate values with the foresight elite monitor. This was during patient monitoring. Adult patient, during cerebral monitoring. The bilateral dropped from the mid 70¿s to the low 50¿s and high 40¿s. The clinicians stated the interventions were not successful. They stated the values did not seem to change with the patient condition. They powered down and re-started the monitor. Upon re-start both l&r values were about 10% higher. They stated the values better correlated with the patient changes after re-starting the monitor. There is no patient harm or injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The fse monitor is expected to be returned but has not yet arrived. When the product evaluation findings are available a supplemental report will be submitted. There were two other occurrences with this same fse monitor. Submission numbers are 2015691-2020-12663 and 2015691-2020-12889.